Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports the event as: patient to whom the arrow mark PICC is inserted, which at the factory is observed defective dilator protector, but nevertheless due to the haste and the need is advanced causing trauma at the insertion site , which later days has a very insertion site dilated generating a higher risk of infection in this site. No delay in treatment reported. No intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the event as: patient to whom the arrow mark PICC is inserted, which at the factory is observed defective dilator protector, but nevertheless due to the haste and the need is advanced causing trauma at the insertion site , which later days has a very insertion site dilated generating a higher risk of infection in this site. No delay in treatment reported. No intervention reported.